Event description:
Leg pain in both legs from thigh to foot [leg pain] ; severe pain/ both knees very painful [painful knee]; cyst behind her right knee which had become extremely hard [cyst] ; difficulty walking on both legs [walking difficulty] . Case narrative: based on additional information received on (B)(6) 2018, this case was upgraded from non-serious to serious, as event of leg pain in both legs from thigh to foot is selected as intervention required. Initial information received on (B)(6) 2018 from united states regarding an unsolicited valid non-serious case received from a consumer. This case involves a (B)(6) female patient who experienced severe pain/ both knees very painful (latency: same day), difficulty walking on both legs and cyst behind her right knee which had become extremely hard, leg pain in both legs from thigh to foot (latency: 1 day) after receiving treatment with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, vaccination(s) and family history were not provided. Previously patient had received 4 injections of hylan g-f 20, sodium hyaluronate about a year apart with no complication. On (B)(6) 2018, the received intra-articular injection of hylan g-f 20, sodium hyaluronate (dose, frequency, indication and lot number: unknown) in both knees and on same day by evening patient's both knee were very painful. The pain began to subside by the next. On (B)(6) 2018, 1 day after, patient had leg pain in both legs from thigh to foot. Patient returned to doctor on (B)(6) 2018 and he prescribed a 7 day prednisolone medication. Pain was relieved in a few days. The sharp pain in my knee was completely gone and feel have the expected relief with hylan g-f 20, sodium hyaluronate patient reported that after receiving her recent synvisc treatment, she had severe pain (latency: unknown), difficulty walking on both legs (latency: unknown) and she developed a cyst behind her right knee which had become extremely hard (latency: unknown). Further, it was reported these results were very different from her past three treatments received in 2015, 2016 and 2017 which went well and made walking easier. The patient contacted her physician for assistance. Patient reported that her ability to walk had gotten better over the course of treatment and was better than when she received her first injection. Corrective treatment: prednisolone for leg pain in both legs from thigh to foot; not reported for rest of the events outcome: recovered for leg pain in both legs from thigh to foot and severe pain/ both knees very painful; unknown rest of the events seriousness criteria: intervention required for leg pain in both legs from thigh to foot and severe pain/ both knees very painful follow up was received on (B)(6) 2018. No new information was received. Additional information received on (B)(6) 2018. Global ptc number and ptc results were added. Additional information received on (B)(6) 2018 from non-hcp. Case became serious. Suspect product synvisc one was deleted from the case, as in source document suspect was confirmed as synvisc. Patient demographic updated. Event of leg pain in both legs from thigh to foot was added with details. Verbatim of severe pain was updated to severe pain/ both knees very painful. Clinical course updated. Text amended accordingly.